Manufacturer narrative:
Correction MFR contact info- applied medical resources . Additional information requested and received. Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed heavy eschar buildup on the jaws of the device. During functional testing, engineering tested the cutting performance of the device on sealed porcine renal tissue and concluded that the device performed to specifications and successfully transected tissue on all activations. As such, engineering was unable to replicate the event and determined that the device functioned as intended. The root cause of the event is unknown as the device functioned as intended. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received 21nov2016: issue was encountered at the beginning of the procedure.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed: thyroidectomie "cutting quality of the knife isn't 100%." Additional information received from tm per email on 21-11-2016 on additional questions asked: device was being used for approximately 10 cuts before surgeon noticed poor cutting. Thyroid was being cut and thickness/size when poor cutting performance was noticed. Surgeon did not experience any resistance or difficulty when actuating the blade lever. Surgeon did not notice an improvement if/when the jaws were cleaned. 40% of the tissue was cut when the blade was activated. Resolution was scissors. A second cer will be submitted for the same hospital, same procedure, tm will send it in." Patient status: no patient injury or illness occur associated with the complaint event.